Event description:
(B)(6) 2025.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, e1 email, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a damaged charged coupled device (ccd) unit. An additional reportable malfunction was found during device evaluation, where the connection between the electrical connector and the ultrasonic seat was loose. Based on the results of the investigation, the reportable malfunction was most likely due to damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope exhibited no image. The event occurred during maintenance. There were no reports of patient involvement.